Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis symfony toric intraocular lens (model zxt150 +23.5 diopter) was implanted in the patient¿s right eye on (B)(6) 2018. It was later explanted on (B)(6) 2018, as the doctor realized that the diopter was incorrect for the patient. Additional information was received and it was learnt that lens was explanted also because the patient's vision remained blurry after the initial surgery and was experiencing worse near vision than pre-op. Reportedly, lens model zxt150 +25.5 diopter was implanted as a replacement. The patient was reported being stable when discharge with no complication. No further information was provided.

Manufacturer narrative:
Corrected data: the other relevant history (lasik on both eyes (ou) in 2004) was inadvertently not included in the initial MDR report, therefore, it has been captured in this follow up report. Additional information: device available for evaluation? Yes. Returned to manufacturer on: 6/26/2018. Device returned to manufacturer? Yes. Device evaluation: the device was received at the manufacturing site for investigation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Historical data analysis: the search in complaint history revealed no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.